Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient who was receiving lioresal (2000 mcg/ml at 149 mcg/day). The lioresal lot number and other medications that the patient was taking at time of the event were unable to be obtained. The patient¿s medical history was noted as cerebral palsy. The pump¿s indications for use (ifus) were intractable spasticity and head/brain injury. It was reported that during pump replacement surgery due to the elective replacement indicator (eri) on (B)(6) 2016, the surgeon was unable to aspirate from the catheter access port. He was unable to aspirate the catheter. When the back incision was opened, it was observed that the catheter was fractured at the point where the catheter entered the fascia. The surgeon was unable to remove the catheter remaining in the spinal canal; this catheter segment remains in the patient and is inactive. The explanted catheter segment was discarded. No diagnostic or troubleshooting was performed. The catheter was replaced with a new catheter. The patient¿s status at the time of the report was reported as alive with no injury and it was noted that the issue had resolved at the time of the report. If additional information is received, a follow-up report will be sent.